Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the customer has experienced erratic blood glucose levels for the last 2 weeks. The customer believes the infusion device has reset itself and the insulin delivery is inaccurate. The customer's blood glucose would elevate to approximately 300 mg/dl and would then "drastically decline." No adverse event was reported. The alleged product was requested for evaluation.